Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0g7q6, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0g7q6, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
The consumer reported that the patient never had therapeutic effect and still had leaking since implant. The patient's device never helped their incontinence at all since implant on (B)(6) 2014. The patient was not sure what their limitations were and they bowled in a league. The patient still had problems and inquired if they "should play" with the stimulation. The patient was inquiring how much they can resume sexual activity. The patient felt stimulation and could feel the vibration when they raised it. The patient was at 2.6, went to 3.0, and then 3.5. The patient had achy pains since 2015, especially when putting their foot up in their left leg on the same side as the implantable neurostimulator (ins). No trauma or falls were reported and the patient had no unrelated medical procedures. The patient's previous health care provider (hcp) did an x-ray and told the patient everything was where it should be. The patient consulted with a new urologist who did some kind of scope imaging and they told the patient the leads were in the wrong place and weren't stimulating the right area or right muscles or something like that. A revision occurred where the ins and lead were removed and the patient recovered completely. The pain resolved once the lead and ins were removed. The patient's new hcp performed a 3 day trial on (B)(6) 2016 after the system was removed. The patient was set to have a new ins and lead placed on (B)(6) 2016, but was unsure if they wanted to do it again. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Event description:
Additional information received from the consumer reported that the patient did not have a new ins and lead placed on (B)(6) 2016 because they cancelled the surgery. The patient decided against the surgery and was correcting the problem with diet.